Manufacturer narrative:
The reported issue could not be reproduced during testing. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was displaying an error 4 message and an unknown error meter message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that she could not recall the date and time when the alleged issue began. The patient manages her diabetes with oral medication, diet and or exercise. The patient was unable /unwilling to say if she made any change to her usual diabetes management routine as a result of the alleged meter message. The patient stated that on unknown date and time after the alleged error messages appeared, she developed the symptoms of "shaky. The patient denied receiving any treatment. At the time of troubleshooting the cca noted that this was the first time the patient had used the subject meter, the patient was using the correct test strips and the test strip completely drew in the blood sample. The cca noted that the patient was using the correct testing steps, the test strips had been stored correctly and within their expiry date. The issue remained unresolved after walking the patient through a retest. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.